Event description:
The target lesion was in the proximal to mid left anterior descending (lad) and it was de-novo, eccentric, bifurcated and a thrombotic total occlusion lesion. Aha/acc classification of the vessel was type c. The lesion length was 44 mm and vessel diameter was 2.5 mm. The procedure was an emergent case due to ami. Pre-dilatation was conducted with a 2.0 x 15 mm balloon at 8 atm for 30 seconds. A 2.5 x 28 mm cypher was implanted at 18 atm for 30 seconds, a 2.75 x 18 mm cypher was implanted at 18 atm for 30 seconds proximal to the 1st cypher overlapping it. Post-dilatation was conducted with a 2.5 x 15 mm balloon at 20 atm. The dilatation time was unknown, but post-dilatation was conducted 4 times. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Nine days after the procedure, the pt complained of chest pain and his blood pressure decreased. He developed heart failure and cardiogenic shock. Coronary angiography was conducted and thrombus was observed in both of the implanted cypher stents. To treat the thrombus, aspiration and balloon angioplasty were conducted. Inflation pressure and time was unknown. After the treatment for the thrombus, vessel flow improved temporarily, but the pt passed away in the hosp. Postmortem was not performed. Physician indicated that the possible cause of the thrombotic event was because the cypher stents were implanted in a thrombotic total occlusion lesion. The cause of the death was heart failure.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR reported #9616099-2008-002245. The product remains implanted in the pt, and is not available for analysis. Device history record review was conducted and the product met quality requirement for product acceptance. Additional info will be submitted within thirty days upon receipt.